Event description:
The reamer will not stay in chuck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the reported event. The reamer flutes is dull, and exhibits wear on the flats of the hudson adaptor end. The overall condition of the reamer suggests that the device has been subjected to heavy usage. The root cause is being attributed to material wear out due to the overall condition, and the manufacture date indicates the device has been in service for approx. 10 years. Due to the root cause of material wear out, the need for corrective action is not needed at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.